Manufacturer narrative:
Registration number 3009092818. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain infections with skin overgrowth at the implant site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). Following treatment, the patient's symptoms reportedly resolved.